Event description:
It was reported that during reprocessing the colonovideoscope tested positive for less than 1 colony forming units (cfus) of unspecified microorganisms in the operating channel, 3 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella pneumoniae in the suction channel, 2 colony forming units (cfus) of unspecified microorganisms in the auxiliary channel and less than 1 colony forming units (cfus) of unspecified microorganisms in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Please see corrected data in field b3. Result of culture test performed by the third-party labs was provided by the user as follows: sampling date: aug 28, 2024. Sampling from: all the channels. Colony forming unit (cfu): 3cfu/endoscope. Bacterial identification: enterobacter cloacae complex(1cfu/endoscope). Sampling date: sep 13, 2024. Sampling from: biopsy channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling date: sep 13, 2024. Sampling from: suction channel. Cfu: 3cfu/endoscope. Bacterial identification: pseudomonas aeruginosa(1cfu/endoscope), klebsiella. Pneumoniae(2cfu/endoscope). Sampling date: sep 13, 2024. Sampling from: auxiliary water channel. Cfu: 2cfu/endoscope. Bacterial identification: unknown. Sampling date: sep 13, 2024. Sampling from: a/w-channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 14, 2024. Sampling from: all the channel. Cfu: 6 cfu/endoscope. Bacterial identification: micrococcus luteus/lylae, staphylococcus haemolyticus. The lm reviewed the customer provided the cds processes where could not obtain information to judge deviation from instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reportable issue could not be specified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.